Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarm which were verified through a review of the event history log by the presence of "downstream occlusion" messages. The cause was identified to be a downstream tubing guide being out of specification. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarm during preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.